Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed noise detection thought to be related to a lead fracture, the lead was capped and replaced. No patient complications have been reported as a result of this event.